Manufacturer narrative:
(B)(4). Visual examination finds evidence the insert was likely not fully seated posteriorly before attempts to lock the insert into place (impaction). A complaint database search finds no additional reports against the provided product and lot combinations. The root cause is attributed to user technique. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(6).

Event description:
Surgeon attempted to seat poly & it would not go all the way down anteriorly.